Event description:
The customer reported the system continued to fluoro after releasing the push button and displayed an error message. The customer also reported that the optical density on film shots was low. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the uncommanded x-rays problem. The ge rep calibrated the generator to improve the optical density and image quality. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.